Event description:
The mother reported via phone call that the customer experienced high blood glucose. The mother also stated the insulin pump showed they did not rewind the insulin pump. It was also found the customer's insulin pump would suspend by itself for 2 or 3 hours, causing the customer to have high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer's blood glucose was treated with manual injections. The mother declined to check for the presence of leaks or air bubbles on the insulin pump. The mother also declined to check the insulin pump's settings. Customer was advised to change out their entire infusion set, reservoir, and insulin. The mother requested a replacement insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device received with cracked case at display window corner, cracked battery tube threads, missing reservoir tube o ring and completely broken off reservoir tube lip and test reservoir will not lock or click in place. Device passed prime test, excessive no delivery test and rewind test. Unable to perform basic occlusion test, occlusion test and displacement test due to the reservoir tube lip completely broken off.